Manufacturer narrative:
Concomitant medical products: product ID: 3778-60 serial#: (B)(4), product type: lead. Product ID: 3778-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 10-oct-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 26-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had the ins explanted but stated that one lead was still implanted. Patient stated that the reason he had the ins explanted was because it did not work. Patient later stated that it worked at first but stated that it became a nuisance. Patient stated he had it for 5 years. Patient mentioned that he had an x-ray done that showed "part of one of the leads did not come out". Patient was not clear what he was referring to despite pss asking for clarification. No further complications were reported/anticipated.